Manufacturer narrative:
Unique device identification: (B)(4). Device history record (DHR) - lot 3440517, the lot was released on march 20th, 2019, and there was a non-conformity on the lot but it is not bounded to the complaint description. Failure analysis- the issue reported by customer has not been confirmed. There were several slight kinks along the catheter. The device passed electronic, noise, linearity/ hysteresis and signal drift tests. The root cause of the issue reported by customer could be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product. Possible root cause of the slight kinks along the catheter observed during product investigation could be probably due to a mishandling, as noted in the instruction for use (IFU) of the product the device 886638 must be used with care to avoid any damage. Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the icp reading raised sharply to 200mmhg for more than 10mins after about 3hrs during the icp wire insertion during operation. Surgeon rechecked the tip was not dislocated then they changed a new icp wire and the reading is normal.